Manufacturer narrative:
Investigation: the DHR review process was not performed due to the lot number was not provided. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing label for the same part number throughout the last twelve months. According with the pictures received was confirmed the lack of label like a failure mode related to the manufacturing process. A review of customer complaint records was performed;, in accordance with the cc¿s records, no additional complaints were received throughout the last twelve months for the same part number and issue, for this reason the current controls within the process were reviewed and it was found that this characteristic is visually inspected by production department as well that during a second inspection based on an aql sampling plan performed by quality inspector; however, the probability to omit it by error could happened. Root cause: omission error. Based on this investigation it was confirmed that this issue was related to manufacturing process.

Event description:
It was reported that before use of the bd¿ sharps collection next gen the label was missing on the collector.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ sharps collection next gen the label was missing on the collector.